Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one band aid brand hydroseal bandages fingers 10ct USA (B)(4). Upc #: (B)(4), lot #: 2578c, exp: na; UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on september 12, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event with band aid brand hydroseal bandages fingers. The consumer had a small cut on forefinger. The consumer followed instructions, put on bandage and kept on for 12 hours. At that time, the consumer took off due to pain in finger. The next morning, the consumer woke up and the finger was swollen twice its size. Consumer was hospitalized for 2 days with (B)(6). Consumer stated, I am not saying the bandages caused the problem, but I am on (B)(6), do not have a lot of extra money and these bandages are evidently not something I can utilize. This is all the known information at this time.